Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. Insulation degradation was also noted on the lead. The lead was explanted and replaced. There were no patient consequences.